Event description:
The graft had been partly deployed to open the contralateral limb and this had been cannulated. The next stage was to remove the trigger wire so that the top cap could be advanced to deploy the uncovered proximal stent. Considerable force was required to remove the trigger wire such that the inner metal cannula (which contained a 300cm lunderqvist extra stiff wire) responded by bowing within the graft. The wire eventually released and the procedure proceeded uneventfully thereafter. No adverse effect to the pt.

Manufacturer narrative:
Event eval: still under investigation.